Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited sepsis. All available information indicates that as of this time, the implantable cardioverter defibrillator (ICD) remains in service. There were no additional adverse patient effects reported.